Event description:
The customer contacted physio-control to report that a service indicator was displayed on their device. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that the device would intermittently reset itself, or lock up, upon powering on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the patient parameter pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed patient parameter pcb assembly. It was determined that integrated circuit chip, designator u1 was heat sensitive and caused the reported failure.